Event description:
It was reported that a leak was noticed at the y site on the spiking set to the bag. No patient injury was reported. The outcome was resolved by using another set of tubing and it was spiked with no leakage.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in use condition, decontaminated, without its original packaging and inside a plastic bag. Each joint was visually inspected, and no visual defects were detected that would cause leakage in the "y" connection. Water was introduced in the product for functional testing and a leak was observed in the "y" connection. The complaint was confirmed. The root cause for the leak condition was due to lack of adhesive between "y" connection. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.